Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after updating to application 1.2.0 the software was displaying the battery warning. They rebooted the system multiple times and check the self-test and the main cart ups displayed as connection lost. They unplugged the system from the wall and both carts remained on. It was recommended to check the connections to the ups and batteries. The ups connections were re-seated, and ups connected in self-test and battery warning resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a software engineer stating based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. The software appears to be working as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that despite the initial report, the ups works, but is not communicating consistently. If information is provided in the future, a supplemental report will be issued.